Event description:
It was reported a "needle failure" occurred, indicating the needle mechanism did not function as intended. No adverse patient impact was reported. The patient provided no further information on the treatment or duration of use.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Update received on 09jun25 providing lot number. Correction to d(4): lot number changed from unavailable to l71467. D4 - expiration date changed from unavailable to 12/18/2025. D4 - primary UDI number changed from (B)(4). Correction to h(4): device mfg date changed from unavailable to 12/18/2023.